Event description:
Diagnositc testing resulted in high lead impedance reading, indicating possible device malfunction. Lead break is suspected, although review of x-ray did not reveal any obvious discontinuities in the ncp system. The pt underwent ncp system replacement surgery, during which both the lead and generator were replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cuase of the high lead impendance test result. No adverse event was reported in conjuction with the high lead impedance condition.